Event description:
A taxus stent was placed in the right coronary artery. Two hours after the procedure a clot formed in the stent, blocking all blood flow which caused a massive heart attack. Pt was sent home and they died 23 days later from heart failure. This was a very physically active pt prior to stent placement.